Event description:
It was reported that a deep brain stimulation patient experienced fatigue and decreased level of response and was admitted to the emergency room. Computed tomography (CT), x-ray scan and blood panel works were performed and came back normal, however an echocardiogram (ECG) showed a left ventricle and t wave abnormalities. The patient will continue follow up with their cardiologist. The patient is doing well.